Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The lesion being treated was located in the severely calcified, right coronary artery. The lesion was predilated with a 2.5x12 or 15 mm apex balloon catheter. A 4.0x16mm veriflex stent delivery system (sds) was advanced to the target lesion, however, the sds was unable to pass through a heavily calcified bend in the lesion. The bend was not predilated. Upon removal of the sds, the stent, the stent dislodged from the system into the proximal rca. Using a 15mm balloon catheter, the physician dilated the stent but was unable to inflate the distal edge of the stent. For two hours, the physician attempted to pass other devices for dilation but was unsuccessful. The patient was transferred to two other hospitals before the stent was successfully treated. No further complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).